Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient the continued to "hit" by their extravascular implantable cardioverter defibrillator (ev-ICD) eight times for "no reason" and it was making them sweat via their palms and all over their body. Additionally, the patient noted shooting pains from their arm pit to their leg.

Event description:
It was reported by the patient that their extravascular implantable cardioverter defibrillator (ev-ICD) was "faulty" and went off eleven times. The patient noted it "lifted me a couple feet" of their bed. It was further reported by the patient that their doctors were unable to find a reason why they heard a loud beeping "like a tone", this has occurred three times. They noted they had their ipad or phone underneath their left arm and heard a constant tone. The ev ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.